Event description:
The hcp reported a "pump/catheter failure" and the patient was experiencing no pain relief. The pump and the catheter were explanted and replaced. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.